Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the left anterior descending (lad) artery. The 3.5 x 12 mm xience v stent was advanced without issue and deployed at 16 atmospheres (atm). After the stent was deployed, a dissection was observed, and was treated with a non-abbott stent. Post angiography showed no residual stenosis at the stent side with timi iii flow. The patient tolerated the procedure well and was in hemodynamically stable condition. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: 0.014/190 cm floppy ii. Guide catheter: cordis 6f xb 3.0. The reported patient effect intimal dissection of the coronary artery is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.